Event description:
The customer called to report that she experienced high blood glucose levels, and went to the emergency room. The customer had ketones, felt queasy, and could not eat. The customer stated that she had delivered over 80 units of insulin that day, but continued to experience high blood glucose levels. The event occurred with her original insulin pump, which she did not have with her at the time of the call because she was using a back up insulin pump. The call was disconnected before further information could be obtained. The customer was called back, but could not be reached. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.